Event description:
The MFR received info alleging an issue with then ventilator's lcd display screen. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the device's lcd display screen was blank. The device's lcd display screen was replaced to address the issue.